Manufacturer narrative:
This event is described is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure.) Add'l info indicates that no nonconformity has been registered during mfg process. No further complaint has been received on the batch in question. No samples will be available for investigation. No add'l info has been provided to date. Should add'l info becomes available, a f/u report will be submitted. A return sample for eval is not expected. Reported to FDA on october 16, 2013. (B)(4).

Event description:
It is reported that the catheter is kinked/twisted at the catheter tube. End-user stated she has had difficulties using the crooked catheters as they won't straighten, and have caused scratches to the urethra as a result.